Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: gel mentor breast implants of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with gel mentor breast implants of unknown type and experienced bilateral rupture. The rupture was confirmed by the MRI. As a result, the patient had undergone explantation on (B)(6) 2018. This medwatch is for the left breast implant.